Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred approximately 2 hours into a patient¿s hemodialysis (hd) treatment. The biomed was unsure if the leak was internal or external, as this information had not been documented by staff. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing nipro bloodlines. The biomed did not know if the dialyzer had been dropped prior to use. The biomed admitted witnessing the staff use dialyzers after dropping them in the past, but there was no report of that happening this time around. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Corrected information provided in b5 and h6.

Event description:
Additional information provided states that the blood leak was external and reported that the machine did not alarm. Additionally, the leak was visible, and reportedly coming from a crack on the header cap of the device.

Event description:
Additional information provided states that the blood leak was external and reported that the machine did not alarm. Additionally, the leak was visible, and reportedly coming from a crack on the header cap of the device.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory leak test, no external leak was detected on the sample. During the lot history review it was noted that there were four other complaints reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred approximately 2 hours into a patient¿s hemodialysis (hd) treatment. The biomed was unsure if the leak was internal or external, as this information had not been documented by staff. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing nipro bloodlines. The biomed did not know if the dialyzer had been dropped prior to use. The biomed admitted witnessing the staff use dialyzers after dropping them in the past, but there was no report of that happening this time around. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.